Event description:
Doctor reports that the external threads of the implant tsvwh10 were damaged and he was unable to place the implant. Another implantwas placed in the same surgery.

Manufacturer narrative:
A tapered screw-vent implant (tsvwh10) was returned for investigation. Visual inspection of the as returned implant identified no damage and minor signs of use. The implant threads were compared to an in-house implant and it was confirmed that both have the same feature. Visual and dimensional comparison of the implant with the drawing that the implant was consistent with the design. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was unconfirmed. A root cause cannot be determined. The following sections have been updated: d4: UDI (B)(4).

Manufacturer narrative:
(B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the external threads of the implant tsvwb10 were damaged and he was unable to place the implant. Another implant was placed in the same surgery.